Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related to anticoagulation management per clinical details that hematoma resolved after stopping heparin.

Event description:
Clinician narrative: impella cp was inserted via the right femoral artery in a 66-year-old male undergoing pre-operative hemodynamic support placement with a history of coronary artery disease and diabetes mellitus. The patient presented with cardiogenic shock classified as scai stage d and required inotropes, vasopressors, and mechanical ventilation for respiratory support. Baseline laboratory values prior to device insertion included a partial thromboplastin time of 139 seconds, left ventricular ejection fraction of 20 percent, hemoglobin of 14.2, hematocrit of 41.5, and platelet count of 184. The device purge solution consisted of 5 percent dextrose in water. During the course of support, the patient experienced a hematoma at the right femoral access site. The event description noted that the partial thromboplastin time was greater than 139 seconds and the intensive care unit initiated heparin therapy. The elevated coagulation parameters were considered a contributing factor to the development of the groin hematoma. Manual pressure was applied by nursing staff and the heparin infusion was temporarily paused. Hemostasis was achieved and the hematoma subsequently resolved. Heparin therapy was later resumed once coagulation parameters returned to the range specified within hospital protocol. Comprehensive review of the available information indicates that hematoma formation and access site bleeding are known complications associated with large-bore arterial access and anticoagulation therapy during mechanical circulatory support and complex cardiovascular management. Contributing factors may include anticoagulation status, patient comorbidities, vascular access technique, and critical illness requiring vasoactive support. Based on the information provided, there was no evidence suggesting the device contributed to the reported event. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.